Event description:
A flame was observed on the laser fiber near the connection to the laser machine. The flame was immediately called out and extinguished with a wet towel. No harm or injury to patient was identified.